Event description:
It was reported when using the bd vacutainer® flashback blood collection needle customer found mold spots. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: ¿when the product package is opened, the needle body and cap are moldy and have small moldy spots. Patients and users are not affected.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "material #: 301746 lot/batch #: 2019258 bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle customer found mold spots. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: ¿when the product package is opened, the needle body and cap are moldy and have small moldy spots. Patients and users are not affected..¿

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes, returned to manufacturer on: 2022-09-27. H.4. Imdrf annex b grid: b01 - testing of actual/suspected device. H.6. Investigation summary: bd received 10 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed in 9 of the 10 samples. The foreign material underwent fourier-transform infrared spectroscopy (ftir) testing and it was determined that the material is polystyrene. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle customer found mold spots. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: ¿when the product package is opened, the needle body and cap are moldy and have small moldy spots. Patients and users are not affected..¿